Event description:
The pt ((B)(6)) received an scs system including an ipg on (B)(6) 2010. It was reported the pt's ipg was replaced on (B)(6) 2011 due to an increased recharge burden. No further info is available.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.